Manufacturer narrative:
Reported problem was confirmed. Flow block module was replaced. The device passed all tests. Due to this, no root cause was determined as the device worked as expected according to the instructions for use. Device history review of the reported lot number found no anomalies or discrepancies during the manufacturing process.

Event description:
It was reported that during testing, the device gave high 02 readings. The issue persisted when tested with several different certifiers and o2 cells.